Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in the 3rd obtuse marginal. The lesion was predilated with a 3.0mm maverick balloon. The physician advanced the taxus express2 4.0x16mm drug eluting stent through the hemostatic device. The physician reported no resistance or noticeable force, however, while advancing the stent delivery system the shaft of the taxus broke, outside the patient's body. The distal portion of the stent delivery system was easily retrieved. The procedure was successfully completed with another taxus stent. No pt complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.